Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it was fully deployed. The device was received without the needle plunger assembly, suture, posterior needle tip, anterior cuff, posterior cuff, and the link. Blow through marks were noted on the posterior foot, indicating the posterior needle pushed the cuff out of the posterior foot pocket, as designed. During testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory, needle depth, and push mandrel travel. The needle plunger and needles deployed fully without resistance with each needle entering its respective foot pocket. Additionally, during manufacturing, the needle trajectory of every device is verified twice. There was no detected device damage, malfunction, or anomaly detected with the device and its operation. The lack of returned components and blow through marks on the posterior foot indicated this was likely not the reported failed device but one of the other devices successfully used in the procedure. There was no detected manufacturing issue that may have caused the needle plunger not to penetrate the arterial wall. It was reported that it was believed the operator failed to fully depress or push the plunger properly during deployment, a potential though unconfirmed operator deployment error. The device was removed from the patient and two additional proglide devices were deployed successfully with compression applied to alleviate any hematoma potential. Patient anatomical considerations may have played a role in the event. It was reported the patient has a history of femoral artery calcification, located on the posterior wall of the artery, which may have affected the progilde device performance. Per the proglide device instructions for use (IFU), under special patient populations it is stated the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at access site. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. Additionally, samples from the lot are functionally and destructively tested to assure proper device function. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 3-j wire, glidewire, bentson, stiff guide wire, snare wire; guide cath: glide, omni flush angiographic catheter; sheath: 5f, 9f; other: telfa/tegaderms, heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional information.

Event description:
It was reported that prior to an abdominal aortic aneurysm repair procedure, pre-close placement of the suture was attempted in a right common femoral artery with the presence of posterior plaque using a perclose proglide device. Reportedly, during needle deployment of the first proglide device, the needles failed to penetrate the arterial wall. The device was removed and two additional proglide devices were deployed within the right common femoral artery. A 9f sheath was placed, exchanged out over a non-abbott guide wire, a non-abbott flush catheter, and stiff wire were used to gain access to the abdominal aorta. After stent graft placement, the suture of the two proglide devices were used with five minutes of adjunctive compression to achieve hemostasis. The groin was dressed sterilely with a transparent film dressing and the patient was found to have palpable pulses in the distal lower extremity. It was believed that the operator may not have pushed in the needle plunger properly during deployment of the initial proglide device. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.